Manufacturer narrative:
The reported events capsular contracture and seroma-late are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported, capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: a4, b5, d4, g1, h4.

Event description:
Patient reported left side implant removal from textured to smooth due to the concerns of the product. Patient reported breast has grown and 70ml of seroma fluid was removed. Healthcare professional later reported implant removal from textured to smooth due to the concerns of the product. Healthcare professional additionally reported capsular contracture baker grade unknown. Healthcare professional later reported chronic inflammation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side implant removal from textured to smooth due to the concerns of the product. Patient reported breast has grown and 70ml of seroma fluid was removed. Healthcare professional reported implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported left side implant removal from textured to smooth due to the concerns of the product. Device remains implanted.